Event description:
Customer reported that he had a high blood glucose that was not fixed with a bolus. The blood glucose reading was 160 mg/dl and climbed to 289 mg/dl and eventually to 340 mg/dl. He treated with a manual injection which he stated later caused him to drop low. He treated with food. He stated that he noted a small kink in the tubing but that the insulin pump never alarmed for no delivery. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.